Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However; the returned 6 year old battery was found to be fully depleted. The device was recertified and returned to the customer. Review of the device activity logs indicated that the device was stored for over 5 years in a red x condition due to no electrode pads being attached. A red x condition on the device is both visual and audible until addressed. The investigation concluded that the device was not being stored in accordance with zoll recommendations to ensure the device is clinically ready. Analysis of reports of this type has not identified an increase in trend.